Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 377 mg/dl at the time of the incident. Patient's current bg: 289 mg/dl. Customer states she had been experiencing high blood glucose. Customer states the cannula was originally at 4.0. 09/16. Customer states she switched the numbers over from the previous pump to replacement pump and blood glucose was 358 mg/dl. Customer had a party to go to and did not check again until later that blood glucose was 540 mg/dl. Customer treated for high blood glucose with pump. Customer states the insulin pump is under delivering . Customer states they do feel okay to troubleshoot. Customer states the pump wasn't worn during an magnetic resonance imaging. Customer states the pump wasn't exposed to strong magnetic fields. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer is not calling back to perform an high pressure test. The pump will not be returned for analysis.